Manufacturer narrative:
Date of event: is best guess.

Event description:
A nurse was collecting an a gas sample from an a-line at 4 am in the morning. When trying to expel the air from the sample, she got patient blood splashed up in her face and in her nose, which is considered a mucous membrane. However, the emergency department at the hospital chose not to provide the nurse any medical treatment as the blood didn't spray into her eyes. Blood exposition to a mucous membrane is according to the recommendations from the (B)(4), considered to induce the risk of contamination of diseases such as e.g. Hiv, hepatitis b and hepatitis c, why this is considered a serious injury.

Manufacturer narrative:
The manufacturing date stated in h4 in the initial report was incorrect. The correct manufacturing date (november 29th 2017) has been stated in h4 in follow-up #1 report. Investigation has identified that the root cause is a manufacturing error related to the labeling assembly in the production. Production changes has been implemented. The implemented production changes are: . Extension of 100% visual inspection to cover all products on the affected production line . Changes on the labeling station: . Rotation angle: rotation of cylinder during labelling process . Velocity: speed of cylinder's rotation during labelling process . Dispenser speed: speed of feeding label during labelling process. The investigation has been concluded, and the production changes mentioned above have been implemented as a result. After the implementation of the production changes, no similar incidents have been received. The acceptance criteria in the product risk analysis is <1 ppm. The number of incidents do not exceed the defined acceptance criteria in our risk management system. The incidents are therefore not considered to indicate a trend according to the maximum rate of incidents observed until now. All cases reported concerned products produced before implementation of the production changes. The market demand for safepico samplers exceeds the production capacity. Based on market feedback, most of our customers use the products faster than we can supply them with new products. However, the last batch produced before implementation of the changes in production expires in may 2020, and it cannot be excluded that unused affected products are located in the supply chain with the possibility of leading to recurrence. After the implementation of the production changes no similar incidents have been received from the market on products produced after implementation of the production changes. Radiometer continues to monitor the incoming complaints against the acceptance criteria in the product risk analysis and evaluate relevant steps to be taken. However, radiometer considers this specific complaint closed.